Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found one external insulation abrasion noted at 20.8 - 21.5 cm from the connector pin consistent with friction to another implanted device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.